Event description:
It was reported that this inflatable penile prosthesis was removed as the device would not deflate without having to push and hold the deflate button. A new inflatable penile prosthesis was implanted. No patient complications were reported.